Event description:
It was reported that the patient had difficulty charging their implantable neurostimulator (ins) after experiencing an overdischarge. The company representative met with the patient in "(B)(6) 2011" and performed a "physician mode recharge" (pmr) because the patient's ins had overdischarged. The patient had to leave the appointment, so a full charging session could not be performed. The patient missed the next appointment with the representative. In (B)(6) 2012, the patient wished to use the ins again, but it had not been charged in about six months. When the company representative attempted to charge the patient's ins on (B)(6) 2012, a "power on reset" (por) condition was seen and cleared. It was noted that the patient had trouble staying in one position for very long. Follow-up information was received (B)(6) 2012 that reported the company representative had attempted to charge the patient's device "several weeks" before, but had been unsuccessful. The patient stated they wanted to replace the rechargeable ins with a non-rechargeable version, but no date had been scheduled. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: na, product type lead. Product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: na, product type lead. Product ID 37752, serial # (B)(4), product type recharger. Product ID 37743, serial # (B)(4), product type programmer.